Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Type of device, name; corrected data: additional information indicates that the suspect device is the software. Device manufacture date; corrected data: additional information indicates that the suspect device is the software.

Event description:
Analysis of the returned handheld device, serial cable, and flashcards was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The analysis of the returned 8.1 flashcard was able to identify that a 103 generator was used. The 6.1.7 software is not compatible with 103 generators. As a result, the most likely cause for the reported complaint is associated with a known compatibility issue between the 6.1.7 software and a 103 generator. No anomalies associated with 6.1.7 flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The physician reported that she was having trouble with a handheld. Troubleshooting was performed and the handheld serial cable was narrowed down as a potential cause. The software was updated and the handheld was able to interrogate a demo generator. A new handheld serial cable was provided; however, the physician reported that the handheld was still slow and would like a new one. The handheld, serial cable and flashcard were received for analysis. Analysis is underway, but has not been completed to date.